Event description:
On 1/22/2007, nellcor received a report where it was claimed that a leak in the pilot valve developed; a leak during patient use. The caller reported that the end clinician attempted to repair the leak using a pilot line repair kit, but the leak could not be resolved. The caller reported that the cuff did not hold a seal, so the clinician elected to replace the tube. The tube was replaced without incident.